Event description:
Procedure: sleeve gastrectomy. According to the reporter: the trocar 15mm came loose, disarming when was utilized.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 09/29/2014. Due to additional information provided by the account, this report was determined to be a non-reportable event.

Manufacturer narrative:
(B)(4).